Manufacturer narrative:
Tracking #.49198. 02/06/1998 the surgeon, said the pt had a low rectal anastomosis. She developed paralytic ileus on the 3rd day post op (1/30/98). On the 4th post op morning (01/31/98) feculant material was seen draining from the drain. The anastomonic staple line was seen during a scope, and was visible on x-ray. The pt was reoperated on 02/03/98. The surgeon found feculant material in the pelvis and under the diaphragm, and paralytic ileus. He did a temporary divided colostomy and plans to reoperate in the future. At this time the pt remains in the hosp on antibiotics.

Event description:
It was reported two days after surgery, a second surgery was required for staple line leakage.